Manufacturer narrative:
(B)(4). Although it was reported that the sample is not available for evaluation, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: reports states that during an attempt to place an epidural, the catheter tip broke off inside the patient. Doctor stated she attempted to thread catheter in epidural space, felt resistance. She wasn't sure if she had resistance because she was near bone or if the catheter caused. She went to remove toughey needle and catheter out together and had resistance again. At that point, she felt a pop or snap. Doctor immediately looked at tip of the catheter and saw the blue tip had broken off into the patient. Being that the patient was in labor, the doctor then started another epidural in space below initial and that one was placed successfully, patient delivered the baby successfully. Patient had cat scan and MRI immediately after giving birth and the catheter tip was not located. Neurosurgery was consulted. Neurosurgery recommended no medical intervention. Patient was notified immediately at time incident occurred.